Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and it was found that the lead was stretched. It was noted that the distal conductor was distorted, the inner insulation was kinked buckled, there was blood in/on the helix mechanism and the lead was damaged at implant. The analyst also commented that the lead had been stretched, so the inner tubing buckled and prevent the helix from functioning properly.

Event description:
It was reported that the lead dislodged three times during implant when attempting to access the coronary sinus with a delivery catheter. When the lead was removed from the patient the helix was tested on the table and could be extended, but would not retract. The lead was replaced. No patient complications have been reported as a result of this event.